Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported deflation difficulty was not confirmed. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulty; however the reported resistance with the anatomy during removal appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with mild tortuosity and moderate calcification in the mid left anterior descending (lad) artery. The nc trek balloon catheter was advanced to the target lesion and inflated to 9 atmospheres; however, the balloon completely failed to deflate. There was resistance noted during removal as the balloon was removed inflated. There was a delay in the procedure; however, there was no clinically significant delay as there was no adverse patient effect reported. No additional information was provided.